Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 300 mg/dl, and the bg meter was reading 600 mg/dl. The patient was feeling dizzy and was nauseous. The patient stated that since he was making treatment decisions based on his cgm device, he was not administering himself with enough insulin, which lead to his dka diagnosis. The patient called his fiancé and was brought to the ER. At the ER, the patient was diagnosed with dka and admitted to the ICU. The patient was treated with an IV insulin drip. He was discharged home after 2 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.